Manufacturer narrative:
The unit passed the rewind, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, the self-test, after battery change error test, and the displacement test. There was no unexpected reprogramming of the insulin pump found. The unit had no cosmetic damage. (B)(4).

Event description:
The customer called in to report high blood glucose levels of 400 mg/dl. The customer's blood glucose level at time of call was 174 mg/dl. The customer reported having symptoms but was unable to describe them. The customer treated with a manual injection. The customer was advised to monitor their symptoms and device. The device was working as designed and the product was not returned for analysis.